Manufacturer narrative:
The MFR's svc rep performed an on-site investigation and was unable to duplicate the reported problem. The sys was tested and operates as intended.

Event description:
The customer reported no image on the stenoscop sys. No pt injury was reported.